Event description:
A customer contacted baxter (B)(4) regarding a leak from a minicap transfer set. The customer stated that after using their transfer set for several weeks, a leak was identified. The customer stated that it was due to the main body of twist clamp and that even though the twist clamp had been closed off, the solution still leaked out from transfer set. Finally, the customer visited the doctor and received a new transfer set. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.